Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product. All available information was investigated and the reported failure to adhere or bond appears to be due to challenging patient anatomy. The reported tissue damage appears to be a cascading effect/procedural outcome due to failed gasping attempt. The reported patient effect of mitral valve tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted left atrium and left ventricle were enlarged. An ntr clip delivery system (cds) was advanced to the mitral valve; however, the clip could not grasp both leaflets due to a gap in between the anterior and posterior mitral leaflet. The posterior leaflet became damaged due to the difficult grasping. The cds was removed with the clip attached, and the ntr cds was replaced with an xtr clip. The xtr clip treated the restricted leaflet and further reduced mr. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.